Event description:
Customer reported via phone, she was experiencing higher blood glucose then usual it was 415 mg/dl. Customer was instructed by her doctor to take manual injections to have more insulin on board. Customer declined troubleshooting the insulin pump she thins issue might be her body not the device. Customer was advised to speak to her doctor. She is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.